Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer had failure. A field service engineer replaced the drawer top cover to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. .

Event description:
It was reported by the customer that a pyxis medstation system drawer had failure. The customer reported that preventing the user to obtain medication.which led to a delay in the delivery of medication and the user was able to obtain the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Retro supplemental h11 verbiage: this supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, g1, h6, and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined the had drawer failure. A field service engineer replaced the drawer top cover to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer had failure. The customer reported that preventing the user to obtain medication. Which led to a delay in the delivery of medication and the user was able to obtain the medication from another station. There were no adverse events or injuries reported based on this incident.